Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, and cracked case near display window corners noted during visual inspection. No button response due to open connector on lcd board. No button error alarms noted. Moisture damage also noted on lcd board. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.